Event description:
One of the ports cracked less than 12 hours post insertion. Dopamine was infusing through this line. It was promptly removed and replaced with a new line. No further complication related to this event noted. Pt transferred to another instituion in 2001.